Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Complaint sample was evaluated and the reported event was not confirmed. The returned product inspection identified that the sealed sterile cavity was dented/scuffed. However, the sterile barrier was not compromised.device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(4).

Event description:
It was reported that the inner sterile package was damaged. No patient or hospital involvement. Attempts have been made and no further information has been provided.